Event description:
Pt. Was comatose, seated on a ventilator in ICU prior to the event. Rn observed a fall in pt. Sa02 to 84%, immediately disconnected pt. From the ventilator and initiated manual "bag" ventilation. Pt's sa02 immediatley returned to 95%. Rcp responded stat and evaluated device upon arrival. He noted the device was neither generating inspiratory pressure nor pressure support ventilator. He checked for leaks/disconnect and found none. Divice was in "ventilator inoperative" alarm mode. A continuous clicking sound was noted by the rcp and later by the respiratory care director following his arrival shortly thereafter. The device was impounded by the director and the pt. Was returned to continuous mechanincal ventilatory support using a 2 volume ventilator.